Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va0z09v, implanted: (B)(6) 2015, product type: lead. Product ID: 3889-28, lot# va0z09v, implanted: (B)(6) 2015, product type: lead.

Event description:
Patient reported their device was a complete waste of time and money. Additional information reported on 2016-06-18 that lead migrated and patient never got relief from symptoms. The date of reported event was noted on (B)(6) 2016. The patient experienced perineal discomfort and nocturia x 3. It was indicated that the patient device was turned off was the step taken. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.